Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received, s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.